Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 700 mg/dl after approximately 36-48 hours of pod wear. The patient stated that blood glucose levels did not decrease despite administering three 10-unit correction bolus doses, which prompted him to seek medical attention at the emergency room (ER). It was further reported that the pod contained approximately 50 units of insulin prior to going to the ER and approximately 10 units upon arrival. No specific symptoms were reported, and no additional information regarding the duration of the ER visit, diagnosis, or treatment was provided, despite multiple good-faith efforts to obtain further details. No additional information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.